Event description:
On 1/17/95 pt underwent exploratory laparotomy. Two drains placed. On 1/20/95, discharge date, one drain was pulled and it broke in half. Pt returned to or to have retained proximal part of tubing removed. Per op note: "drain adherent...through the fascia but no suture found."